Event description:
Event description guidant received information that this lead was damaged during the implant procedure. The physician claimed that the stylet poked through the side of the lead and through the insulation. Inspection of the lead during the procedure was unable to confirm any compromise in the lead insualtion integrity.